Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: one hundred eighteen samples were provided to our quality team for investigation. Fifty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. Furthermore, a device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Corrective and preventative actions have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported by customer that 5 of the bd safetyglide¿ needles were occluded. Report 2 of 2. The following information was provided by the initial reporter: verbatim: it seems like there is actually another lot number of 25g x 1¿ safetyglide needles that may be affected (lot # 2025238). One of my staff just had the same issue when administering a vaccine for a patient, but this time when he was depressing the plunger to administer the vaccine (prevnar20 pre-filled syringe), it was giving more resistance than usual, until all of a sudden the plunger stopped moving entirely and when he tried to force it the vaccine took the route of least resistance and actually came out of the luerlock connection. I just pulled 5 needles of this new lot number (lot # 2025238) to test if there were any issues, and all 5 had some level of occlusion. I even compared them to a 25g x 5/8¿ safetyglide needle as a control just to confirm if there was a difference in the rate of fill, and unfortunately 4 of the needles seem to be partially occluded as there was a noticeable difference in how slowly the 25g x 1¿ needles were filling in comparison to the 25g x 5/8¿, while the 5th needle was entirely occluded and I wasn¿t able to draw any water through it at all. G label.